Event description:
Deibert, e., bhardwaj, a., staats, p. S., ulatowski, j. A. Chronic intrathecal baclofen administration for the treatment of severe generalized tetanus via a synchromed infusion pump. Neuromodulation 1998. 1(1); 2-5. Summary: centers for disease control (B)(4) data indicate that the incidence of tetanus in the united states is highest among the elderly. Conventional therapies for the control of accompanying generalized muscle spasms include large doses of oral or intravenous gaba agonists as antispasticity agents. We describe a case of an elderly patient with severe symptoms of tetanus v/ho developed a prolonged encephalopathy and ventilator insufficiency with oral baclofen and benzodiazepine therapy. Intrathecal baclofen adequately controlled her severe extensor spasms, facilitated her ventilator management, and did not compromise her mental status during her extended convalescence. Accordingly, we report the first placement of a permanent implanted infusion pump tor this disease. This modality offers advantage for continuous long-term titration of medication for spasms or rigidity control without the systemic sedative effects of conventional therapy. Reported event: a (B)(6) right-handed female with a past medical history of non-insulin dependent diabetes mellitus, paroxysmal atrial fibrillation, and uterine carcinoma presented to her local physician complaining of right foot pain. Despite local therapy, the pain progressed up the right lower extremity eventually leading to stimulus-evoked extensor spasms of bilateral lower extremities within two weeks. At that time she was admitted to a local hospital for an extensive workup including MRI of brain, cervical, thoracic, and lumbar spines revealing only patchy degenerative disc changes. A cat scan of the abdomen and pelvis revealed postsurgical changes without tumor recurrence or evidence of new abdominal pathology. Mr angiography and venous ultrasound of the lower extremities were normal. Plain films of bilateral hips, knees, ankles, and feet were significant for degenerative changes as well as a foreign body in the lateral aspect of the left foot suggestive of a needle. A diagnosis was not made at that time and the patient was transferred to an extended care facility for physical therapy and psychiatric evaluation. Six weeks after initial presentation the patient was transferred to (B)(6) for further evaluation due to severe worsening of her symptoms. On exam she was an obese female with an otherwise normal general physical exam. She was attentive, able to answer questions appropriately and her speech was grammatical, without aphasia, anomia, or dysarthria. Her cranial nerve exam was intact. Of significance, on motor exam she exhibited painful extensor spasms involving bilateral lower extremities ascending to involve the lower abdominal musculature. Severe spasms were elicited with minimal stimuli such as a sheet rubbing across her legs and occasionally occurred three or four times in a row with one stimulus. Her sensory exam was intact to pin prick and light touch, and deep tendon reflexes were difficult to assess secondary to spasms. The patient was admitted to the neurology service and started on oral diazepam initially at 5 mg po bid and baclofen 20 mg po tid. Even with these small dosages, however, the patient smental status began to decline with increased somnolence and mild confusion. Her extensive workup for cns vasculitis and paraneoplasia was essentially unremarkable. Despite treatment with oral antispasticity agents the patient¿s neurological status declined. Within one week her spasms became spontaneous and continuous causing her extreme pain. In addition, within a 48-hour period her spasms ascended asymmetrically involving first the right upper and then invoking the left upper extremity. Both upper extremity spasms were in flexor posture but occurred simultaneously with her generalized spasms. Within days her chest wall and neck became involved, compromising respiratory function. At this time the patient was responsive, able to follow commands, and comprehend language fully. The patient was transferred to the neurological critical care unit, intubated, and placed on a midazolam drip for spasm control. Efforts continued to make a diagnosis, however, due to lack of convincing evidence for any other etiology the patient was treated for presumed tetanus. She received metronidazole 500 mg IV q 6 h for 10 days, tetanus human immunoglobulin 500 units im, as well as td vaccine. In addition, the needle was surgically removed from her left foot. Tracheostomy and enteral tube feeding became necessary for supportive care. Treatment with a midazolam infusion resulted in coma before her symptoms improved. The generalized spasms spread to involve the face with jaw clenching, grimacing, and eye closure. In an attempt to improve her encephalopathy the medication was changed to oral klonopin 1 mg tid and escalating baclofen doses reaching 50 mg tid. However, the patient's mental status did not improve: in fact her eeg remained markedly abnormal with low voltage, and was slow and disorganized. Further neuroimaging of the brain and the spinal cord were unrevealing. By (B)(4) the baclofen was increased to 70 mg tid and the klonopin to 2 mg tid for spasm control. She remained comatose und began to show signs of autonomic dysfunction with episodes of unexplained hypotension, hypertension, tachycardia, and paroxysmal atrial fibrillation. On (B)(6) the patient was started on an intrathecal baclofen trial utilizing a lumbar intrathecal catheter connected to an externalized infusion pump. She was started at a low dose of 10 mcg/hour and slowly increased over 12 days to a maximum dose of 1152 mcg in 24 h. Within 48 h there was remarkable decrease in her spontaneous spasms first occurring in the lower extremities with eventual control of the upper extremities as the dose was increased to the maximum dose. Her oral medications were tapered off and by 9/22/95 she began to have spontaneous eye opening with blink to threat bilaterally". Her eeg improved with return of a posterior basic rhythm. By 10/02/95, eight days after her last oral baclofen dose, she began to open her eyes to command, attend to observer, and was able to lift her right arm to command. Unfortunately, approximately two days later, she developed meningitis requiring removal of the intrathecal catheter and return to oral systemic medications for spasm control. Once again the patient became comatose. Since her last trial off systemic medication resulted in improved mental status, the decision was made to implant a permanent programmable pump (B)(4) to deliver intrathecal baclofen. The pump was placed on 11/2/95. Again systemic anti-spasticity agents were slowly tapered. By 12/4/95 the patient began to follow commands once again. Her cognitive status was slow to return, but she became awake and alert enough to be discharged to rehabilitation facility on 1/16/95 with the pump set at 400 mcg/day of baclofen. Two weeks following her discharge, the patient was alert, attentive, speaking in complete sentences, and able to comprehend well. Her spasms were no longer evident, but she exhibited severe bilateral upper and lower extremity rigidity which was slowly improving. She was able to feed herself with her right upper extremity and participate in physical therapy. At 2 month follow-up, the patient was alert, conversant, and had no recollection of her hospitalization. Her bilateral upper extremity rigidity was markedly improved with ongoing rehabilitation. With expected neurologic improvement the goal will be to eventually taper the intrathecal baclofen.

Manufacturer narrative:
(B)(4).